Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for peritonitis. The patient was treated with injection cerzid 1 gram, injection reflin 1 gram and injection heparin (dose not reported), routes and frequencies were not reported, for peritonitis. The cause of peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.